Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. No crack near the battery compartment noted during physical inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, missing reservoir tube o-ring, and missing retainer ring. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in case along side battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.